Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a false air in line alarm was confirmed during product evaluation. This condition was caused by fluid being spilled on the air sensor. The air sensor was cleaned and its functionality was verified to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a false air in line alarm. This condition occurred during programming/set up in the facility's emergency room. There is no patient injury, medical intervention necessary, or adverse event in association with this event. No additional information is available.